Event description:
It has been reported to philips that the c-arm movement has failed. The issue was not resolved with a reboot. The device was in clinical use. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, procedure was outside of use when the issue occur. The philips field service engineer (fse) inspected the system onsite and confirmed that there was warning: geometry movements partly available. Review log file showed that c-arc bodyguard interface box was not detected. Fse replaced c-arc bodyguard interface box to solve the issue. After replacement of the c-arc bodyguard interface box , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.